Event description:
It was reported that the patient was asymptomatic. It was noted that far r wave oversensing was seen on atrial fibrillation/atrial tachycardia episodes. Programming changes were recommended but not completed, as they were deemed non-urgent by the physician. The patient was to continue with regular quarterly follow ups in clinic at which time changes will be done. The patient was just being monitored remotely. There were no patient consequences.